Manufacturer narrative:
The reported field event of increasing threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported when the patient presented to the clinic for a routine follow-up, the capture threshold was observed to have increased to an unacceptable value. Noise was also seen on the electrogram. The pacemaker was explanted and replaced. No further information is available.